Event description:
It was reported that a catheter stuck in stent occurred. The 75% stenosed target lesion was located in a little tortuous and non calcified left anterior descending (lad) artery. During a procedure, an opticross¿ imaging catheter was selected to view the target lesion. After pre-dilatation was performed with an unspecified non compliant balloon, an unspecified stent was deployed. Then the opticross¿ imaging catheter was inserted. However, while crossing the lesion, the guidewire exit port of the device was stuck in the distal edge of the stent. The physician managed to pull the imaging catheter out from the patient however, it was noted that the stent was deformed/shortened. The physician then removed the unspecified guidewire and corrected the stent deformation with unspecified balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good and stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a damage on the guidewire exit port assembly. Foreign matter was encountered in the ccp board. The unit was able to connect into motordrive unit (mdu) system properly. The telescope assembly was able to properly pull back, advance and retract. No indication of resistance in tracking the guidewire into the catheter was noted when a test guidewire (0.014") was inserted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).